Manufacturer narrative:
An event of chills, fatigue, rigors, abdominal pain and endocarditis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an (B)(6) 2018, a 27mm trifecta and 33mm epic mitral were implanted into the patient. On (B)(6) 2023, the patient was hospitalized with the symptoms of chills, fatigue, rigors, and lower left abdominal pain. The patient was found to have endocarditis. The valves were explanted from the patient and replaced with 25mm non-abbott and 29mm non-abbott devices, respectively. The patient has since been discharged. No additional information was provided.